Event description:
It was reported, the therapy was ineffective and the implant was removed. It was stated, the lead was damaged during the explant procedure. Reportedly, during the explant a ¿tiny bit¿ of the lead was left behind, about 1-2 cm long. It was noted, the patient had the device removed because it was not effective.

Manufacturer narrative:
Product ID 3889-28 lot# v390203, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(6); product type programmer, patient product ID 3889-28 lot# v390203, implanted: 2010 (B)(6); product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined le ads", educational brief/physician communication (december 2010)